Manufacturer narrative:
A lab technician released a false result for a patient. Ddimer testing : 20.0 g/ml instead of 0.37 g/ml. Root cause identified : the lab technician misinterpreted the name of the assay, named by the lab,"lia-test ddi 20 g/ml" with the patient result. Customer acknowledged there is nothing wrong with the analyzer and that was a lab technician mistake. Instructions were given to customer to change the name of the test, without units to avoid any future misinterpretation. This case is considered as an isolated case. No complementary action.

Event description:
A lab technician manually entered an incorrect result for a patient : 20.0 g/ml instead of 0.37 g/ml. The technician confused the end part of the name of the assay "lia-test ddi 20 g/ml" as the result. Customer acknowledged there was nothing wrong with the analyzer. Instructions were given to customer to change the name of the test, to avoid confusion. Based upon the reported result the patient received a CT angiogram. This did not result in any injury, impairment, or death to the patient.